Manufacturer narrative:
Corrected the explant date. Upon receipt, the lead under complaint was found capped 14 cm distal to the df-1 connector pin. A proximal fragment (including the yoke and connector pins) and a distal fragment (including the rv shock coil and the lead tip) were received for analysis. A medial fragment (approximately 27 cm length) was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragments. In particular the insulation in the distal area of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing resulting into inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil and a fractured conductor cable leading to the distal ring electrode, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 86 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was explanted.